Event description:
On 20-aug-2025, user called regarding how to shut down the ilet after being advised by their doctor to switch to multiple daily injections (mdi) while on steroids for bronchitis. Blood glucose (bg) was affected, reaching 310 mg/dl, and remained out of range for over 90 minutes. Bg could be corrected by switching to multiple daily injection (mdi). The ilet alerted for high bg. No outside assistance or medical intervention was required. Symptoms reported were tiredness and headache, attributed to bronchitis. The highest blood glucose (bg) recorded was 310 mg/dl.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.